Manufacturer narrative:
Complaint conclusion: as reported, a 6mm x 4cm x 155cm saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter (bc) was used; however, it ruptured. There was no reported patient injury. The lesion was the common iliac artery with obstruction. The lesion was moderately calcified. There was moderate vessel tortuosity. The percentage of stenosis was 100%. The device was used for a chronic total occlusion (total occlusion >3 months). There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product into the patient. The device was prepped normally (i.e. Maintain negative pressure). The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The plunger was depressed into the syringe/indeflator when trying to inflate. The balloon inflated normally. The balloon catheter did not kink while being used. The balloon catheter was removed easily. The product was removed intact (in one piece) from the patient. The procedure was completed using another balloon catheter. The product was not returned for analysis as it was discarded by mistake. A product history record (phr) review of lot 82191506 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification, tortuosity, and a chronic total occlusion likely contributed to the reported event. A chronically occluded vessel makes crossing into the lesion difficult; damage to balloon material may have occurred in the attempt to cross or during inflation. However, without return of the product for analysis or films of the event it is difficult to draw a clinical conclusion between the device and the reported event. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, a 6mm x 4cm x 155cm saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter (bc) was used; however, it ruptured. There was no reported patient injury. The lesion was the common iliac artery with obstruction. The lesion was moderately calcified. There was moderate vessel tortuosity. The percentage of stenosis was 100%. The device was used for a chronic total occlusion (total occlusion >3 months). There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product into the patient. The device was prepped normally (i.e. Maintain negative pressure). The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The plunger was depressed into the syringe/indeflator when trying to inflate. The balloon inflated normally. The balloon catheter did not kink while being used. The balloon catheter was removed easily. The product was removed intact (in one piece) from the patient. The procedure was completed using another balloon catheter. The device will not be returned for analysis as it was discarded by mistake.